Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2022, the patient was implanted with one biomimics 3d (bm3d) stent, a 6.0 x 150mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) distal third in the left leg. A retrograde approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was also post-dilated with pta. The site reported that on (B)(6) 2022, a restenosis of treated segment (target lesion) was identified. A mild in-stent restenosis was identified during an intervention on (B)(6) 2022 for a denovo focal lesion (90% occluded) just below the distal end of the target stent/lesion. It was reported as not serious and would not have required an intervention alone, but as the physician was already treating the same vessel for the denovo lesion, a pta/standard balloon angioplasty was performed on the sfa distal third segment. Following laser atherectomy of the lesion below the distal third segment, there was dissection of the focal lesion. A second bm3d 6.0 x 80mm stent was placed overlapping the distal end of the target stent and covered the denovo lesion. The restenosis of treated segment was reported as possibly related to the device and not related to the procedure. It was reported as a target lesion revascularisation (tlr) and target vessel revascularisation (tvr). The patient outcome was reported as resolved/recovered and the device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.